Event description:
It was reported that " the item under po (B)(4) was received without the screws. The packaging showed no damage. This is an out of box failure."

Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: visual examination of the returned ml plate shows the device is in good condition with no signs of damage or deformation. The ml plate was received with one screw present and properly installed in the designated slot as intended by the device design. Gqo reviewed the received information and noted the following: during review of the print and model on part number ib100094, there is only one screw required for this part. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that "the item under (B)(4) was received without the screws. The packaging showed no damage. This is an out of box failure."